Manufacturer narrative:
The event is deemed serious as it required a medical or surgical intervention to prevent permanent injury to the child. From a clinical perspective, a causal relationship between the catheter and this event is deemed possible because the catheter was in place and the health care professionals were reported to be unable to remove it via the conventional method. What is unk is if all the steps for removal if attempts to deflate the balloon with a syringe were utilized before it became necessary to pierce it with a needle through the shaft of the catheter. Reported to the FDA on (B)(4) 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint info was received by (B)(6) from (B)(6) and forwarded to qa today. Complaint details were added to (B)(6). The details received from (B)(6) for (B)(4) (lot no. To be traced). A (B)(6) female victim with congenital heart disease. Postoperative diuretics was prescribed but anuria was noted on the 2nd day. The medical staff found out the obstruction of foley catheter. They inserted the luer-tip syringe into the catheter but they could not pull the syringe plunger. They tried to overdistend the balloon but they could not push the syringe plunger either¿ then they used the needle to stab the catheter shaft all the way to the urethral orifice and finally the balloon ruptured as to have the foley removed. The baby is on observation now.